Event description:
The customer reported a small amount of wash buffer solution leaked from the right side cap piercer well reservoir involving the unicel dxc 600i synchron access clinical system. The customer noted partial obstruction in the y-fitting at the waste tubing. The fluid was contained within the instrument and cleaned up with paper towels. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer indicated quality control (qc) was within specification. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered corrosion on the wash assembly and replaced the wash assembly but did not resolve the fluid overflow issue. The fse observed a clog in the waste line before the y-fitting, after the peristaltic pump. The fse replaced the line to the fitting and verified system performance. The instrument conformed to the manufacturer's published performance specifications. (B)(4).